Manufacturer narrative:
At this time it is unknown what may have caused the patient to developed a fever post implant. There are several factors that can contribute to a post operative fever including, antibiotic and drug reactions or the recovery and healing process from surgery. It was also reported that the patient had a respiratory infection, which also may have been a contributing factor. The information provided during the initial conversation with the reporter was limited; multiple attempts have been made to reconnect and gather additional information. However, we have been unable to reach him, as such the clinical course of the patient is unknown at this time. With the available information, no conclusion can be made, as to the cause of the patient's post operative symptoms. Regarding the question from the reporter regarding the need to remove the mesh, he was informed that this is a clinical decision that a medical professional will need to make. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Note, the dates of implant and event are estimated as the exact dates were not provided. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported the patient developed a fever immediately following the implant of a davol ventralight st mesh to repair a small recurrent hernia. The reporter believes the patient is having an allergic reaction to the mesh and wanted to know "when this mesh needs to come out." The reporter states that the patient developed an infection 2 hours post surgery, for which the doctor diagnosed to be respiratory. The reporter states the x-rays are clear and the patient is not being treated by a respiratory therapist. As stated, "they put him on antibiotics and added a second one which gave him a rash. It was stopped yet the fever is still there."